Manufacturer narrative:
(B)(6) results: a sample was not returned for evaluation. A photo was received verifying the customer complaint. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter leaked blood from the rubber sleeve inside the tube holder after specimen collection. No mucous membrane exposure. No serious injury, no medical intervention.